Event description:
It was reported that a patient underwent a non-(B)(6) device (pg-0608, periguard 6 x 8 repair graft) surgery due to unspecified reasons. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).